Manufacturer narrative:
Device and cine image evaluation: the device was returned to the manufacturing facility for evaluation. The stent was positioned on the balloon as per specifications. The first proximal stent segment was slightly flared. The fourth and fifth proximal stent segments were raised and deformed. The eighth proximal segment stent strut was slightly raised and overlapping. Procedural images were also provided for review. The images show significant stenosis and tortuosity at the target lesion. There are no cd images of the failed endeavor attempt however there are images of two-predilations indicating that following the failed attempt the lesion was pre-dilated prior to a successful stent deployment as seen on the cd images. (B)(4). Evaluation, results: severe calcification, excessive tortuosity. Use of force. Stent damage, failure to deliver stent. Conclusions: severe calcification, excessive tortuosity. Use of force.

Event description:
The physician was attempting to implant a 2.75 mm diameter x 30 mm length endeavor sprint rapid exchange (rx) drug-eluting stent to treat a lesion in the lad. The target lesion was severely calcified with excessive tortuosity. Lesion pre-dilation was not performed. Force was used in an attempt to advance the device toward the target lesion. The endeavor sprint stent failed to cross the lesion and was removed from the patient. Upon removal stent struts were noted to be damaged. The device had been inspected prior to use with no issues noted. The target lesion was treated using another stent. No clinical sequelae were reported.